Manufacturer narrative:
Concomitant medical product: (B)(4) lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred approximately two months post implantable cardioverter defibrillator (ICD) changeout procedure after hematoma. The ICD system was explanted and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.